Manufacturer narrative:
(B)(4).

Event description:
Procedure: biopsy. According to the reporter: duet was used on lap segmental resection for biopsy of interstitial pneumonia and operating room was completed fine. One week post op, however, bleeding from the chest wall was found and emergency surgery was performed. Although the sheet of duet was already soft when checked at the time of re-operation, the bleeding point was near the area where the edge of the sheet contacted. It is still unk if there was any relationship between duet and bleeding. Amount of bleeding: less than 500cc.